Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient's mother reported the infusion device display is damaged, and this damage interferes with viewing the insulin delivery amounts. She stated the issue started with tiny black dots and the dots became larger. The infusion device was not dropped or exposed to water. The battery was replaced but this did not resolve the issue. No physiological effects were reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to misuse of the product. The housing and the display are broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts.